Event description:
While using device according to MFR's instructions, the vitalitec enclose ii, anastomosis assist device, did not completely open resulting in temporary aortic bleeding and the need to open a second device. FDA safety report ID# (B)(4).